Event description:
Reference number (B)(4). Event occurred in united states. On 10-apr-2025 the patient called to report that on ((B)(6) 2025) they had gone to the hospital due to having high blood glucose (bg) levels that went as high as 689mg/dl and had been over 400mg/dl for a few days. The patient reported that went that they went to the hospital with high bg (689mg/dl). The patient reported that they were not sure if ketone testing was performed, but did state that bloodwork was done, but the results were not mentioned to the patient. The patient received treatment at the emergency room (ER) which included an intravenous drip, and afterwards their blood glucose levels trended down 200 points and was released with their bg levels still being over 400mg/dl. No further information was available

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-09239), was submitted on 20-may-2025. However, based on the investigation done on 18-jan-2026 and clinical review done on 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.